Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states h3 other text : product was discarded.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device, which led to elevated blood glucose levels. The user reported a blood glucose result of 500 mg/dl and experienced symptoms of excessive thirst and vomiting. The customer drove to the hospital with her son. At the hospital the customer was diagnosed with diabetic ketoacidosis and was admitted into the hospital. The customer does not recall the value of ketones or blood glucose results obtained at the hospital. The customer was treated with nacl 0,9% and unknown insulin. The customer has been removed from her infusion device and has been switched to pen therapy. The customer is now fully recovered. It is unknown how long the customer was hospitalized.